Manufacturer narrative:
Checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found on the overall number. All the products placed on the market with these lot #s have been properly sterilized before being placed on the market. Device analysis the items involved were not available to be returned to limacorporate for further analysis. X-rays analysis limacorporate received one x-ray referring to pre-operative revision surgery. The x-ray received - taken a few days prior to revision surgery - and a couple of pictures of the explanted items have been evaluated by a medical consultant. Following, the medical consultant comments: "this is a typical infection after rtsa with c. Acnes. Time interval is not surprising. Implants and pictures look unremarkable. There is no sign for an implant-related problem here, but it is a fateful course of events". Considering that: check of the sterilization charts highlighted no anomalies on the components manufactured with the involved lot #s; according to the received information, patient samples grew positive for c. Acnes; according to the medical consultant "implants and pictures look unremarkable. There is no sign for an implant-related problem here, but it is a fateful course of events"; we can state that the event was not product related. Pms data according to limacorporate pms data, revision rate of smr reverse prosthesis due to infection is 0.075%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Shoulder revision surgery of a smr reverse implant performed on march 22nd, 2023, due to infection. It was reported that patient presented with large boil with significant redness and swelling around the shoulder joint. There were obvious signs of infection. The following components were removed: smr reverse hp liner short (product code 1362.09.010, lot #2105016 - ster. 2100144) - product not sold in the us smr connector small std (product code 1374.15.310, lot #2114582 - ster. 2100240) smr reverse hp corrective glenosphere (product code 1374.50.444, lot #2113023 - ster. 2100217) - product not sold in the us same implant sizes were reimplanted. Swabs and samples were taken for analysis. According to the received information the joint was packed with antibiotics and will get assessed after pathology results. It was reported that patient samples grew c. Acnes. Primary surgery took place on (B)(6), 2021. Patient is a male, 76 years old. It is reported he has a bmi of 27. No comorbidities. Event happened in australia.

Manufacturer narrative:
Checking the sterilization charts of the involved lot#s, no pre-existing anomalies were found on the components sterilized with those lot#s. We submit a final MDR as soon as the investigation is complete.

Event description:
Shoulder revision surgery performed on (B)(6) 2023, due to infection. It was reported that patient presented with large boil with significant redness and swelling around the shoulder joint. There were obvious signs of infection. The following components were removed: smr reverse hp liner short (product code: 1362.09.010, lot#: 2105016 - ster. 2100144) - product not sold in the us. Smr connector small std (product code: 1374.15.310, lot#: 2114582 - ster. 2100240). Smr reverse hp corrective glenosphere (product code: 1374.50.444, lot#: 2113023 - ster. 2100217) - product not sold in the us. Same implant sizes were reimplanted. Swabs and samples were taken for analysis. According to the received information the joint was packed with antibiotics and will get assessed after pathology results. Primary surgery took place on (B)(6) 2021. Patient is a male, 76 years old. It is reported he has a bmi of 27. Event happened in australia.